Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2015 with the following findings: a review of the pump black box history showed unexplained power events occurring. The pump battery compartment was observed to be cracked along the side of the compartment and moisture damage was observed inside the compartment. The pump battery cap was not returned with the pump for testing; a test cap was inserted for testing. The pump was exercised for 24 hours without power issue occurring. A leak test was performed and found that the battery compartment was leaking from the damage. The case was opened and no internal moisture or intermittent conditions were observed inside the pump. The power issue was observed in the black box but was not duplicated during testing. (B)(4)